Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the link assist released/misfired the cannula unintentionally; this is the 2nd incident on the same device. No adverse event reported. Requested return of the alleged linkassist for evaluation.